Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a (B)(6) female child patient faced an issue with the infusion set on (B)(6) 2021, as the cannula was lying flat against the skin and was not delivering effectively. Her blood glucose level was between 250-300 mg/dl. Therefore, they tried to treat it with correction bolus via pump. Again on (B)(6) 2021, the patient faced this issue. Her blood glucose level was 415 mg/dl at time of the event, which they tried to treat with correction bolus via pump, but on the same day, she went to the emergency room due to high blood glucose level. She had high ketone level which the health care professional assessed as dangerous/life threatening. Reportedly, the infusion had been used for less than 24 hours. While in the emergency room, she received fluids of saline, insulin and anti-nausea medication as corrective treatment which resolved the issue. After staying for 9.5 hours in the emergency room, she was released on the same day with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.